Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred during dwell one of five of peritoneal dialysis therapy on the homechoice. The patient was connected at the time of the alarm. During troubleshooting, the customer reported that the patient line became disconnected from the transfer set. The technical services representative assisted the customer in ending therapy and reviewed proper procedures with them. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.